Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a yag was performed due to pc haze about 5 years post iol implant, and approximately 10 months post yag the surgeon noticed haze on the posterior side of iol. Several years later the lens was schedule to be explanted on (B)(6) 2016.

Manufacturer narrative:
Additional information: explant date, device available for evaluation?, device evaluated by MFR?, device manufacture date, additional MFR narrative. The lens was returned to b+l for evaluation. Visual inspection found both haptics broken off and missing. The lens is in two pieces. The optic has been cut or torn in half. The optic is cut to the center in several places. There is a cloudy white area all over the optic. Sem micrographs of the lens observed a non uniform flake like deposit on the surface of the iol. Elemental (eds) analysis of the flake like deposit detected carbon (c), oxygen (o), silicon (si), calcium (ca) and phosphorus (p). Eds analysis away from the deposits shows the base material to be carbon, oxygen and silicon. Three major types of calcification have been previously described. The primary form refers to calcification caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the actual root cause of the event could not be conclusively determined.